Manufacturer narrative:
A ge svc rep performed an onsite investigation. Replacement parts were ordered. No further repair info is available at this time.

Event description:
The customer reported that the sys does not start (no boot). There is no report of pt injury.